Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: site ID- (B)(6), (ae-(B)(6)). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 25mm. During procedure, the left atrial pressure was 19mmhg and the atrial rhythm recorded was non sinus rhythm (nsr). The activated clotting levels were 245,250s and heparin was given. The amulet was successfully implanted. On (B)(6) 2026, the patient had a transesophageal echocardiogram (tee) prior to scheduled cardioversion that day and they found a 1x0.6cm non-mobile thrombus. The patient started eliquis.